Manufacturer narrative:
The service center received the device and the complaint was confirmed. The visual inspection of the received conditioned probe indicated there was some tissue build up. The teflon pad was inspected and observed to have normal wear with no metal exposed. The distal end of the device was placed under a microscope and observed to have the probe tip detached from the device, and the probe tip was returned to the service center. The switches, wiper movement, handle load and rotation of the knob torque were noted to be functioning normally and smooth. The evaluation determined that the most likely cause of the tip detachment can be attributed to the probe encountering either a hard or metallic surface during activation.

Event description:
The service center was informed that during an unspecified procedure, the thunderbeat probe tip fell off and into the patient. The physician retrieved the item and it was reported there was no patient injury. It is unknown if the intended procedure was completed.